Event description:
Information was received that a smiths medical cadd prizm vip pump failed delivery accuracy testing. No patient injury resulted.

Manufacturer narrative:
One cadd prizm vip pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of delivery accuaracy was verified. The event log does not show any related errors. Service replaced the expulsor to solve the issue. The problem source is the expulsor.